Event description:
It was reported that the patient expired due to unknown reasons. Date of patient's death and implant duration are unknown. It is unknown if patient's death was device related. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.